Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study. The implant and explant dates were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on 2020-oct-22 regarding a patient receiving lioresal (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient experienced pain at their ribs because of the pump. It was mainly a problem at school because the patient sat very straight in their chair. As soon as the patient did something such as bending forward, they felt the pump clicking on their lower rib cage. It was very clear that it was precisely the lower rib cage that the pump was bumping very often. On (B)(6) 2019 the hcps were building up the baclofen orally so that the pump could be switched to water in 6 days. It was noted that on (B)(6) 2019 the patient's tension was well controlled with oral baclofen and in consultation, it was decided to remove the pump. The event required in-patient or prolonged hospitalization and required medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The event was resolved without sequelae on (B)(6) 2019. No further complications were reported or anticipated.